Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report a blank display. The blood glucose reading was 265 mg/dl. Customer reported that the contacts on the battery cap are damaged. No significant events leading to the alarm were observed. Nothing further reported.